Manufacturer narrative:
The flexible cryo probe was returned and thoroughly evaluated. The complaint that the probe's distal end ruptured was verified as reported. The investigation revealed that the distal end ruptured at the junction between the tubing and tip of the probe. Additionally, there was a longitudinal crack at the distal end of approximately 2 cm in length. Visually, there were clear signs of use on the probe head with the tubing showed significant signs of wear. There were no indications of a material or manufacturing defect. It is unclear of how many times the instrument was used, reprocessed, or inspected/tested. Most likely, there are many factors involved with the cryo probe becoming damaged. For example; excessive wear, the tubing being kinked, the cannula and/or tip being mechanical damaged by being snagged in the scope, etc. (Note: the probe head should never be mechanically overstressed before, during, or after use. The probe must be visually and functionally checked before each use as described in the provided instructions). In conclusion, no determination could be made as to how the flexible cryo probe became damaged. No trends have been identified and the file on this incident is closed

Event description:
The customer reported that a patient incident occurred with the flexible cryo probe. The product was distributed in (B)(4) and is like a device distributed in the united states (part number 20416-036) specifically, during a intraoperative procedure to treat bronchial tuberculosis, the distal end of the accessory ruptured. Bleeding at the tracheal mucosa occurred. No further information was provided regarding additional treatment, the patient's condition, etc. (The coating of the working channel of the bronchoscope was also damaged.).